Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer noted under corrections on hyperopic patients over the past few months. Requested the laser be checked out. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event:. Laser was successfully verified prior to the day of the treatment. After event, during technical onsite visit the field service engineer (fse) checked and verified the energy, checked the n2 flow and n2 purge, checked ablation, checked pachymetry, checked scopes, verified the system completely. The system meets specifications per service installation record. No technical root cause could be identified. The system was working within specification. The root cause for under correction could not be determined conclusively. The manufacturer internal reference number is: (B)(4).